Event description:
The device was returned for service. During testing, depleted main batteries were found. Information was not provided regarding whether or not there had been any patient incident involved with this device.